Event description:
It was reported that loss of capture was observed on the right ventricular device. Upon investigation, fluoroscopy revealed the device had dislodged to the pulmonary artery. The device was explanted and replaced to resolve the event, and the patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.